Manufacturer narrative:
Concomitant medical products: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted infusion pump. The indication for use was non-malignant pain. It was reported the patient's catheter was broken and they no longer were using the pump therapy.